Manufacturer narrative:
Concomitant products: dtma1d1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia), and a lead noise alert.  Oversensing was also observed, and fracture was suspected.  The lead was capped and replaced.  No patient complications have been reported as a result of this event.